Manufacturer narrative:
Sample is not available for return. The investigation is in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated a procedure was performed on a patient who was diagnosed with dvt. Physician deployed ivc filter, and in the same setting he had used the cleaner for maceration of thrombus. After a while patient had pe on table and sudden cardiac arrest, CPR given to patient for 15 minutes and they have saved the patient. The reporter indicated he had experienced three patients before who had breathlessness after one day post deployment of a filter.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the complaint to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.